Event description:
In 2008, the pt reported she was taken to the hospital ER on the day before, with a blood glucose reading of 790 mg/dl. She stated she was diagnosed with diabetic ketoacidosis with symptoms of severe vomiting, dizziness, and dehydration. She stated she is currently in the intensive care unit of the hosp. During troubleshooting, the pt stated she does not calculate her bolus amounts based on her blood glucose levels or the amount of carbohydrates she eats. She said her doctor advised her to use a standard bolus amount of 10 units in the morning, 12 units at noon and 14 units at night. She stated she noticed a few air bubbles in the cartridge today. She uses room temp to fill her cartridge. The pt stated she was on an insulin drip until her blood glucose reading was 140 mg/dl when it was removed, within an hour, her reading had elevated to 220 mg/dl, so she was put back on the insulin drip until 10 mins ago. She stated she has remained on her insulin infusion device throughout her time at the hospital. She said she normally checks her readings once a day but had not checked it for 1 week prior to the hospitalization as she had been busy. The pt was instructed to disconnect from her infusion device and prime through the infusion set. Insulin came out of the tubing. She was then instructed to bolus 5.0 units of insulin into the air which she successfully did. Product was replaced and requested to be returned for evaluation.